Event description:
This procedure was performed in the sfa. Stent bunched in the distal sfa. The physician advanced everflex over wire, to distal sfa, and tried to deploy stent with catheter in a curved position. Catheter ultimately stored torque, when enough torque was stored, the physician, said, "stent came out of catheter in a bunched position." Physician withdrew the delivery system, and retried to cross the stent with balloon unsuccessfully. Patient stenting then turned to fem pop bypass. Femoral artery into the popliteal.